Manufacturer narrative:
Failure analysis noted that the pump passed the rewind, basic occlusion, prime/ compromised force sensor system alarm and displacement tests. The pump was received with stuck motor error alarm loop during bolus/basal delivery and a motor position encoder error alarm was confirmed in the history file. The motor was tested outside and passed. The motor may have had intermittent failure that was not detected during the testing. The drive support disk was inspected and no anomaly was noted. The pump had cracked case at lcd window corners, cracked battery tube threads and scratched lcd window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was 92 mg/dl. The customer tried to reset the pump but the pump alarmed motor error. When he tried to rewind and prime, the pump alarmed motor position encoder error. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the pump would be replaced. The insulin pump was returned for analysis.